Event description:
It was reported that the patient had an in-office cardio version (cv) with the pad placed directly over the pacemaker and after the cv was delivered, the doctor noticed that there was no pacing on the monitor and that patient's heart rate dropped. A magnet was placed over the device to force pacing. Pacing was seen on the monitor after the magnet was removed. The device will be removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.